Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms and motor error alarms on the insulin pump. Customer's blood glucose was unknown. The customer also reported the cannula was not bent when the infusion set was removed from the body. It was also found insulin did not exit during a fixed prime. The customer also reported the insulin pump alarmed motor error during troubleshooting. The insulin pump will not be returned for analysis.